Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 105 through the history log, but could not reproduce it. However physic all inspection found severed motor mount screws which is a known contributor of the reported symptom. As a result, the motor assembly (including the failed screws) was replaced.